Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after drawing blood from the line, bloody fluid was noted to be leaking from the split septum port.

Manufacturer narrative:
The customer¿s report of a leak from the split septum injection port was not confirmed. Visual inspection did not reveal obvious damage or anomalies to the split septum injection port. Functional and pressure testing was performed; no air bubbles or leaks were observed. The root cause of a leak from the split septum injection port was not identified.